Event description:
Report rec'd from (B)(6) with no defined claim. However, the device was found to have damaged component- cover. The device was not being used during surgery. It is unk if injury or medical intervention were reported. The date of the event is unk. No add'l info available.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).